Event description:
57-year-old white female patient under went left total hip replacement spring 2007 and right total hip replacement winter 2007 due to severe chondromalacia and early osteoarthritis. Durom acetabular component was used in both surgeries. She has had persistent pain since. It was learned in late 2008 that the durom hip had a high incidence of failure. After considering risk, benefits, and alternative therapies, the patient opted for surgical replacement of her right hip winter 2008 and the left winter 2009. She is doing very well with her right hip reporting "no pain" in her right hip at all after the revision due to the durom failure.hospital course: underwent uncomplicated revision surgery as noted above. X-ray evaluation in then immediate postoperative period showed good placement of the construct. Hematocrit was 41.6. Intraoperative gram stain on both fluid and tissue from her left hip showed no organisms.